Event description:
It was reported that there was an infection. The patient had a history of infection at the implantable neurostimulator (ins) pocket. The ins and extension were removed and the lead was left in. The manufacturing representative (rep) did not know when the infection or explant of the ins and extension occurred. It was usually a minimum of six weeks between an explant due to infection and any re-implant procedure. On the day of the report, the new ins and extension was being placed. They wanted to test the lead alone since the health care professional (hcp) was concerned about lead integrity before they connected the lead to the extension and ins. After follow-up with the rep, he did not have the removed devices. The battery and both extensions were removed prior but the rep did not have an exact date. The leads were inspected and found to be functional based on impedance testing but the patient was still being watched weekly for signs of lead infection per hcp. The leads were still implanted. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v045101, product type: lead. Product ID 7482a66, serial# (B)(4), product type: extension. Product ID neu_ptm_prog, product type: programmer, patient. Product ID 64002, lot# n337235, product type: adapter. Product ID 7482a66, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v045101, product type: lead. (B)(4).